Event description:
Approximately eighteen days post implantation, the patient was diagnosed with pericardial tamponade. Anticoagulation was held and the patient underwent two mediastinal explorations. Exact cause of bleeding was not reported. About two weeks later the patient began to experience high watt alarms and elevated ldh. Log files analysis confirm a rise in pump power above normal operating ranges. The patient had been off anticoagulation for the past 13 days due to the tamponade and his inr was sub-therapeutic. IV heparin was initiated with a ptt goal of 60-80 and coumadin was restarted. The last report received indicates that the patient remains hospitalized in critical condition, requiring ventilator support, continuous veno- venous hemodialysis (cvvh) for acute renal failure (related to acute tubular necrosis), and has continued poor right ventricular function.

Manufacturer narrative:
The device remains implanted in the patient. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient began to experience high watt alarms. The patient was last reported to be hospitalized in critical condition. The pump, (B)(6) was not returned for evaluation, however, review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller logs confirmed the reported alarms; waveforms trends of that nature may be indicative of a change in patient state. A factor that may have contributed to the reported event is the fact that the patient had been off anticoagulation for 13 days due to the previous tamponade events. The root cause for the reported "high power" event cannot be conclusively determined, however, it may be attributed to thrombus formation/ingestion within the device; additionally, there are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.